Manufacturer narrative:
Section d10: concomitant device - biolox delta femoral head 32mm od, +0mm (cat# 170-32-00 / serial# (B)(6) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Approximately 115 months after a right total hip replacement procedure, the patient underwent a revision surgery to address pain, swelling, instability, and dissatisfaction with their hip. The patient has a recalled gxl poly implant. Upon examination, the patient was scheduled to have a possible poly swap vs full revision of the right hip. The patient underwent an acetabular poly swap and a femoral head swap. There was no reported breakage of the device or surgical delay. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not available for evaluation because they were sent to the lab by hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the revision reported cannot be confirmed but may be the result of prosthesis wear and instability, and a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. Additionally, the sequence of events as related to the reported wear and instability cannot be confirmed and the contributions of each to the reported event cannot be determined. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the revision reported cannot be confirmed but may be the result of prosthesis wear and instability, and a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. Additionally, the sequence of events as related to the reported wear and instability cannot be confirmed and the contributions of each to the reported event cannot be determined. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.